Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Observed adhesive was returned. No malfunction or product deficiency was identified.

Event description:
A customer reported the adc freestyle libre sensor detached on the 5th day of wear. On (B)(6)2020, as a result of the customer being unable to monitor their blood glucose, the customer went to the emergency room due to sleepiness, dizziness, a seizure, and a subsequent loss of consciousness. The customer's blood glucose was tested and the customer was diagnosed with hypoglycemia. Customer was reportedly treated with insulin and stayed overnight in the hospital. Of note, the treatment of insulin is not consistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached on the 5th day of wear. On (B)(6) 2020, as a result of the customer being unable to monitor their blood glucose, the customer went to the emergency room due to sleepiness, dizziness, a seizure, and a subsequent loss of consciousness. The customer's blood glucose was tested and the customer was diagnosed with hypoglycemia. Customer was reportedly treated with insulin and stayed overnight in the hospital. Of note, the treatment of insulin is not consistent with the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.